Event description:
It was reported that system failure event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed top case front lower left corner chipped and a cracked by the tube holder. Bottom of case cracked by the speaker chamber and right plunger case cracked by the top screw. Customer?s reported issue was not duplicated. The root cause of the reported issue was determined to have been caused by was found to be normal wear; device was over ten years old. Actions taken to mitigate the reported issue: replaced and updated the entire drive train components for preventive measure. Performed all preventive maintenance and functional tests. UDI information is unknown.